Manufacturer narrative:
Result - finger and clevis pin.

Event description:
It was reported by service report that the fowler will not go all the way down. No pt involvement or adverse consequences are reported.